Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer has failed. The customer stated that there was no delay in accessing medication to patient since user had managed to get the medicines. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that the malfunction occurred during medication dispensing, and accessing medications from another pyxis station caused a delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 had failed. A field service engineer found that cubie pocket b6 was faulty, which caused the drawer to fail. The cubie was removed, and the medication was relocated. The drawer was successfully recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.